Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving an unknown drug via an implantable pump for an unknown indication for use. It was reported the patient saw the 8286 message (empty reservoir alarm occurred) on their personal therapy manager (ptm) when they tried to give a bolus. The representative wanted to confirm what the code meant, and stated they understood the pump would need to be refilled. It was unknown if the patient was due for a refill. There were no reported symptoms. No complications were reported or anticipated. Additional information was received. The name of the initial reporter was provided. The facility involved in this event was provided. The serial number of the pump was provided. The patient's pump was implanted on (B)(6) 2018. The patient saw the 8286 error code on their ptm on (B)(6) 2018. The patient did not experience any symptoms as a result of the 8286 error code (empty pump). It was reported the consultant went and refilled the pump immediately. No contributing factors to the event were identified; the patient was on hourly bolus doses to try to manage their pain. It was also reported the patient had their pump for cancer pain and was allowed hourly bolus doses, as they had a lot of breakthrough pain. The issue occurred when they tried to give themselves a bolus. There was also a plan to do a nerve denervation to try and control the patient's pain; the representative stated this should have been performed on (B)(6) 2018.